Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep advised the customer to delete old pt data. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would hang up. No pt injury was reported.